Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient's reciever was overheating. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Data was downloaded from the receiver and reviewed, finding no errors in range of -7/+7 days. A global receiver functional test was performed on the receiver and it failed for reset button test. Charged receiver and found the receiver does not get hot during charging. Opened the receiver case and found that the reset button is damage. The complaint of an overheating receiver could not be confirmed. The root cause was determined to be a damaged reset button.